Event description:
It was reported that during an otologic surgery, the handpiece got hot to the touch within 1 minute. The procedure was completed with another handpiece.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product inspection determined that this handpiece got hot after 30 seconds. The nose's temperature was 57.8 degrees c, the middle was 25.1 degrees c, and the rear was 25 degrees c. It was also noisy when running. The full evaluation has not been completed at this time. Method: temperature testing.